Event description:
The complaint is reported as: 5 day old PICC, proximal lumen tore open, no pressure injection scans done on the line. No patient injury or complication reported. No medical intervention was required. The line was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and was returned with a box clamp secured to the catheter body. Visual examination revealed the catheter body was ruptured near the juncture hub. Evidence of a small kink was observed just below the rupture on the catheter body. The walls of the ruptured material appeared thinned, which is damage consistent with over-pressurization causing a rupture. The catheter body was ruptured 55 mm from the juncture hub. The catheter body contained a small kink 70 mm from the juncture hub. The total length of the catheter body measured to be 21" which is within specifications of 21- 21.25" per product drawing. The outer diameter of the catheter body in an undamaged location measured to be 0.079" which is less than the maximum specification of 0.083" per product drawing. The three lumens were initially flushed to ensure no blockages were present. When the proximal lumen was flushed, water exited the ruptured portion of the catheter as well as the distal tip. The distal and medial lumens functioned as expected. A device history record review was per formed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured adjacent to the juncture hub. Evidence of a small kink was observed directly below the catheter rupture, which indicates the catheter body likely became kinked which restricted flow, and has the potential to cause a rupture. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: 5 day old PICC, proximal lumen tore open, no pressure injection scans done on the line. No patinet injury or complication reported. No medical intervention was required. The line was replaced. The patient's condition is reported as fine.